Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mptxmsupx1 aux drawer 5.2 failed with error failed to stay closed, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found auxiliary 5-2 occasionally failing to click the latch bolt closed due to binding, preventing the spring from pushing back. The latch bolt assembly was removed, and the plunger link was repaired to allow freer movement. The system functioned as intended after the field service engineer repaired the device.